Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they are not getting audio alarms on the ICU 5 central station. The device was in use monitoring patients.